Manufacturer narrative:
Block b3: event date was not provided, however, august 1st, 2024, was selected as estimated date of event based on the bsc aware date. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy could not be confirmed, since the device has been returned with the stent fully expanded and deployed, additionally, the inner sheath was found kinked. It is possible that the kink found in the inner sheath occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. The device returned with the stent fully expanded and deployed. Also, the inner sheath was found kinked. Device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a cyst drainage during an endoscopic ultrasound (eus) performed on an unknown date. During the procedure, the physician reported that the axios stent first flange did not deploy. The stent was removed fully covered by the outer sheath and the procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event.